Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Upon firing of the delivery tool, the fastener did not attach. The surgeon said that he did not check to see if the green indicator was showing, but he thought he had completed the firing cycle. The delivery tool was discarded and not available for investigation. There was not patient injury.